Event description:
A malfunction was reported, identified by a malfunction code labeled "malf 12." There was no adverse impact to the customer's blood glucose level. The customer did not previously reset the pump for this malfunction, so tandem technical support provided instructions and assistance to reset it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.